Event description:
The patient informed the dealer that during use the seat positioning strap snapped and he almost fell out of the chair due to this. The end user was trying to adjust himself in the chair when the incident occurred.

Manufacturer narrative:
The pictures received confirm that the positioning strap buckle was damaged and came apart. Further details regarding the incident and how the buckle broke, how and when it was damaged have been requested with no additional information provided at this time. It is unknown at this time if the incident is due to a malfunction or previous physical damage to the buckle. Should additional information become available, a supplemental record will be filed.